Event description:
Per the clinic, the patient experienced pain at the implant site due to an MRI. The patient discontinue use of the sound processor; however, the pain only resolved for a short time. The implant magnet was observed optically indicating it was dislodged. No imaging was done. Subsequently, the patient underwent a magnet replacement surgery (specific date not reported). The implanted device remains. Additional information has been requested but has not been made available as of the date of this report.